Event description:
It was reported that the balloon ruptured. A 5.0mm x 200mm, 90cm ranger drug-coated balloon was selected for use in the superficial femoral artery. The 75% stenosed target lesion was moderately calcified and located in moderately tortuous anatomy. On the first inflation to 6atm for 15 seconds, a pinhole balloon rupture occurred. The device was removed without issue. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.